Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. (B)(4).

Event description:
Patient reported device migration to their lower armpit and protrusion which is causing pain and painful stimulation in the neck area for the patient. The patient is being referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out relevant information relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out system diagnostic results from (B)(6) 2022

Event description:
Additional information received from the physician's office noting that the patient has been dealing with migration and protrusion since having the device implanted. The surgical intervention was noted to be for patient comfort and to preclude a serious injury. It was also reported that the patient is experiencing a shocking sensation in her neck and has been having left sided neck and chest pain since implant.